Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical went onsite found ventilator hours 54,526 hours software version 3.02.00. As a resolution, front panel was replaced. Performed operational verification procedure and the ventilator meets factory specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator touch screen is unresponsive. The ventilator screen was hit by something and is unresponsive and damaged. As of this time there is no information about patient involvement associated with this reported event.